Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a caesarian section, the device¿s tip sparked and produce a small fire like match or candle flame. Nothing was needed to extinguish it as it was a small controlled flame. A new similar electrode was used to complete the procedure. There was no patient injury.